Event description:
It was reported that per the rep: "I need my left journey femoral sizer replaced at northside. It has come loose and will not tighten." There was no backup. The surgeon had to finish the procedure freehanded.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the knob is loose on the size guide. The device shows moderate signs of wear/usage. The device was manufactured in 2016. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.